Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("severe fatigue") and anxiety ("emotional anguish"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, fatigue and anxiety had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), fatigue ("severe fatigue") and anxiety ("emotional anguish"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, fatigue and anxiety had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment. Because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/ pain") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included low back pain. Previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("severe fatigue/ fatigue") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ lower back pain"), anxiety ("emotional anguish") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, fatigue, anxiety, vaginal haemorrhage, menorrhagia, headache, amnesia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Discrepancy noted in essure confirmation test: as per initial summons hsg was done and fallopian tubes were occluded, as per 15-mar-19 fu plaintiff did not undergo any confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), headaches, memory loss, joint pain, plaintiff did not undergo any confirmation test. Outcome of events headache, arthralgia, amnesia, abnormal bleeding (vaginal, menorrhagia) were updated. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/ pain") in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test". The patient's medical history included low back pain. Previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss") and amnesia ("memory loss"). In 2015, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("severe fatigue/ fatigue") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ lower back pain"), anxiety ("emotional anguish") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, fatigue, anxiety, vaginal haemorrhage, menorrhagia, headache, amnesia and arthralgia had resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment because of the requirement to undergo a hysterectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Discrepancy noted in essure confirmation test: as per initial summons hsg was done and fallopian tubes were occluded, as per 15-mar-19 fu plaintiff did not undergo any confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.